Event description:
Procedure: gastrectomy. Reportedly, the surgeon activated the device, "cut mode" lighted on. This problem occurred on the other two e2100 devices, so another one was used for the procedure. There was no reported patient injury.